Event description:
The patient was hospitalized due to a return of spasticity. The patient "feels pump is again malfunctioning" with a return of symptoms. The admitting physician requested diagnositcs on the pump. A follow up report will be sent when additional information is received.